Event description:
Pt underwent a lumbar shunt revision on 6/9/97; a new valve was implanted. A MFR's rep was present during the procedure. On 6/10/97, the pt complained of a "pressure feeling in the head" and malaise. The MFR's rep contacted the neurosurgeon on 6/11/97 the inform the surgeon the valve had been implanted in the incorrect configuration of reverse flow. The pt returned to surgery on 6/13/97 for removal of the malpositioned valve and insertion of a new, correctly aligned one.